Manufacturer narrative:
Date of event: the peritonitis occurred on an unspecified date in nov 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized and began treatment with an unspecified anti-inflammatory drug infusion and an unspecified oral anti-inflammatory drug for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was withdrawn. The reporter declined to provide additional information.